Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot number: unknown. Medical device expiration date: unknown . Device manufacture date: unknown. Medical device lot #: 0310450. Medical device expiration date: 2021-10-31 .device manufacture date: 2020-11-05.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had poor barrier separation of the sample. The following information was provided by the initial reporter: "it was reported that there is poor separation and clots in the tube. Received email: listed below are some of the centrifuge settings that were observed. Would you please explain what the potential negative impacts are for samples in the following scenarios? Samples spun in bench top centrifuges at ~2875 x g with a spin time of 5 minutes. Samples spun in an automated pre-analytic system at ~3000 x g with a spin time of 5 minutes. Samples spun in an automated pre-analytic system at ~3000 x g with a spin time of 7 minutes. Samples spun in an automated pre-analytic system at ~3000 x g with a spin time of 10 minutes. From our observations we have noticed that customers seem to have their centrifuges set to 3000 rcf with a spin time of 5-10 minutes. Do you have an idea as to why 3000 rcf seems to be the standard across the board? Below are some examples of clots/debri that have been found after spinning samples at 3000 rcf for 5-10 minutes.these are samples that were spun on our automated pre-analytics module(cobas 8100). Do you have any ideas why this might be happening? Work order ID: (B)(4) comments: customer sent photos of poor separation in what may have been sst and/or rst tubes and asked for potential negative impacts of centrifugation times/speeds not recommended in our ifus. Sent 3 emails over several weeks (B)(6) 2021, (B)(6) 2021, (B)(6) 2021 with no replies. He finally replied (B)(6) 2021 giving the rst lot numbers as 202711 and 200713 and the sst (#367986) lot numbers as 0310450, 0316764 and 0252751. (B)(6) 2021: replied to mr. (B)(6) that poor separation in rst and sst tubes most often is a result of failure to follow recommendations in the ifus, especially number of inversions, clotting time (min 30 min for sst) and centrifugation time/speed. I gave him the link for the website with the bd vacutainer IFU and attached the rst IFU, pointing out that the centrifugation times/speeds for rst were significantly different from that for sst. Also specifically quoted the statement in limitations of system stating the product was not recommended for patients on heparin therapy, direct thrombin inhibition therapy or factor I deficiency. Additional info: I apologize for the delay in my response to your questions. I am not able to confirm what type of samples tubes were shown in the pictures with 100% confidence. Customers in our territories have stated that these clots/cellular debris are occuring in either tube type. The yellow area in some of the photos is most likely the reflection of the photo unit light on the sample tubes, if you notice from the photos the samples are not seated perfectly upright at this station and this angle may cause some distortion of the images. Here are the material and lot numbers for the sst and rst tubes that have had clots most recently. Rst material number: 368774. Rst lot numbers: 200711, 200713. Sst material number: 367986. Sst lot numbers: 0310450, 0316764, 0252751. The photos had shown cellular debris either floating on top of the serum or an actual clot in the sample(last photo). What are your thoughts on these samples? What sort of scenarios would cause this to happen in either tube type, rst or sst? I am not reaching out to you on behalf of our customers, I am reaching out as a vendor that is working to increase the sample quality that is delivered to our analytical systems. Whether the samples are spun in bench-top centrifuges or on our pre-analytic module, we would like to have a better understanding of bd's specifications and requirements for proper sample handling from collection through analysis. Any insight into why these clots and/or cellular debris are happening would be greatly appreciated.